Event description:
It was reported that during a tvt procedure the tape separated from the needle while passing through the retzius space. Another device was used to complete the procedure with no adverse patient consequences.